Manufacturer narrative:
(B)(4).

Event description:
It was reported that revision surgery occured following fracture superior of the lateral femoral condyle. Femoral component and insert were revised. Revision of femur and insert due to mal-position of femur after fracture.